Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain - pelvic pain continued to get worse, sometimes its dull and sometimes a shooting pain/ constant/severe pelvic pain/ persistent/sharp/stabbing"), arthralgia ("joint pain"), menorrhagia ("heavier periods / heavy periods"), abdominal pain ("cramping"), abdominal distension ("bloating"), back pain ("back pain"), dyspareunia ("pain during intercourse"), ovulation pain ("pain during ovulation"), alopecia ("hair loss"), fatigue ("fatigue - affecting ability to be a good mom and wife"), quality of life decreased ("quality of life has decreased significantly"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis") in a (B)(6) female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 ((B)(6) 2000 and (B)(6) 2010.), gravida ii and abdominal pain lower. There was no bleeding. There was no evidence of trauma. Concurrent conditions included drug hypersensitivity and ovarian cyst. Concomitant products included alprazolam (xanax), butalbital, clonazepam (klonopin) in 2012, gabapentin, lidocaine, lorazepam (ativan) and oral contraceptive nos. On an unknown date, the patient started imitrex at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced arthralgia (seriousness criterion disability), abdominal pain (seriousness criterion disability), abdominal distension (seriousness criterion disability), back pain (seriousness criterion disability), dyspareunia (seriousness criterion disability), ovulation pain (seriousness criterion disability), alopecia (seriousness criterion disability), fatigue (seriousness criterion disability), quality of life decreased (seriousness criterion disability), adenomyosis (seriousness criterion medically significant), cervicitis (seriousness criterion medically significant), hypoaesthesia ("numbness in hands and feet") and pain in extremity ("calf pain"). In 2011, the patient experienced the first episode of depression ("very depressed because it was affecting her ability to be a good mom and wife"), musculoskeletal stiffness ("stiffness") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criterion disability), abdominal pain lower ("cramping"), migraine ("migraines"), fibromyalgia ("fibromyalgia") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criterion disability), abdominal pain lower ("cramping"), migraine ("migraines"), fibromyalgia ("fibromyalgia") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain"), allergy to metals ("allergic to nickel (I know the nickel affected my skin as it gave me rashes, and I also experienced hair loss and brittle teeth. I have known I had a nickel allergy since a young age)/ hypersensitivity reaction /hypersensitivity reaction ") with neuropathy peripheral, feeling abnormal and rash, the second episode of depression ("severity increased significantly of depression ") and anxiety ("severity increased significantly of anxiety"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia, menorrhagia, abdominal distension and alopecia had resolved, the abdominal pain, back pain, dyspareunia, ovulation pain, fatigue, quality of life decreased, musculoskeletal stiffness, myalgia, hypoaesthesia and pain in extremity had resolved, the adenomyosis and cervicitis outcome was unknown, the dysmenorrhoea, abdominal pain lower, fibromyalgia, weight increased, the last episode of depression and anxiety outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, back pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hypoaesthesia, menorrhagia, migraine, musculoskeletal stiffness, myalgia, ovulation pain, pain in extremity, pelvic pain, quality of life decreased, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter provided no causality assessment for arthralgia with essure. The reporter commented: she not sought medical treatment for bloating and mental fog. She did not advised of any complications from your essure removal procedure. Essure device was inserted without complication. Approximately four coils were left in the uterine cavity. Attention was then turned ot the patient ' s right fallopian tube where the essure coil was placed without complication and one coil was left in the uterine cavity. Diagnostic results: on (B)(6) 2011 hysterosalpingogram:confirmation test. (B)(6) 2013: surgical pathology report:gross description: the specimen uterus, left tube and ovary". Received in formalin is a uterine corpus with attached cervix and right fallopian tube segment. The left tube and ovary are amputated and received separate within the container. The corpus and cervix together weigh 96 grams. The uterine fundus is 5.8 x 4.5 x 9 cm. The uterine serosa is tan and smooth. The cervical os is patent and the endocervical canal is unremarkable. The endometrium has a bulky, ragged congested appearance. The endometrial thickness is 3 mm. The endomyometrial junction is indistinct. No discrete myometrial tumors are identified . The attached right fallopian tube segment is 5.7 x 0.4 cm. Fimbria are identified . A wire stent is in place through the tubal lumen . A similar stent is identified within the left cornu. The left fallopian tube segment is blunted at the proximal end consistent with prior resection. The tube segment is 2.6 x 0.5 cm with fimbria. The attached left ovary is tan-gray and cerebriform (3 x 2.2 x 1.5 cm). The ovary is partially replaced by numerous smooth-lined cysts containing serosanguinous fluid on (B)(6) 2013:abdomen ap with decubitus and /or upright:impression: postsurgical changes in the pelvis. Moderate volume retained fecal content her urine hcg on the day of surgery was negative quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." FDA evaluation codes;(B)(4). Medical assessment: the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 787230. The review of the lot history record gave no reason to suspect a quality deficit. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical record & plaintiff fact sheet received. Events heavy periods,menstrual pain,migraines,cramping,neuropathy,fibromyalgia,mental fog,mental fog,allergic to nickel,skin rashes,severity increased significantly of anxiety,severity increased significantly of depression are added. Concomitant condition and drug added. Historical drug & condition added. Product,patient &reporter information updated. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.